Manufacturer narrative:
Device remains implanted, therefore product return is not possible at this time. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a spinal procedure for l2 burst fracture using posterior fixation at l1-l3. Approximately four weeks post-operation, it was revealed from x-rays that the screw at l1 had migrated and both l1-l2 and l2-l3 disk space heights were shorter. The patient was possibly wearing an abdominal corset when being discharged from the hospital. No revision surgery is scheduled at this time.